Event description:
The pt was having a hsg. When the test was finished, the device used was removed from the pt and the tip was not on the end of it. The physician looked for the tip under and in the pt as well as using fluoro to try to visualize its location. Ultrasound was then called and they came to the fluoro room. The tip was visualized using ultrasound within the vaginal canal. The pt got up and sat in a chair while the physician gathered supplies to try and retrieve the tip. During the retrieval, the pt had to get up and go to the bathroom. When she came back, the physician was unable to find the tip and it was no longer able to be visualized by ultrasound. The pt did not f/u with the physician in the office and a day later, returned to the operating room for removal of the foreign body.